Manufacturer narrative:
UDI = (B)(4). Mfg. Site name: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 3, 2017 that a flexiva 200 laser fiber was used during a kidney stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the fiber was noticed to have no glass tip. The physician tested the fiber and was unable to break the kidney stones. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 laser fiber was used during a kidney stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the fiber was noticed to have no glass tip. The physician tested the fiber and was unable to break the kidney stones. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.